Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's sibling reported via phone call high blood glucose levels. Customer's blood glucose level was 600 mg/dl. Customer treated their high blood glucose levels via manual injections. Customer declined to troubleshoot for high blood glucose levels and they were off the insulin pump. The insulin pump will not be returned for analysis.